Event description:
It was reported that a patient observed an inaccurate fluid reading on the homechoice. The home patient (hp) stated that the therapy numbers written did not match the numbers on their pro card. The reported event occurred after use. The hp¿s registered nurse requested a swap of the device. The technical service representative (tsr) was unable to resolve the issue over the phone. As a result, the tsr arranged for a swap of the device. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the home choice (hc) was operational. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. An event history log review was performed, and the occurrence of the reported problem, an inaccurate fluid reading, was not verified. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem. During the sample evaluation, a visual inspection, a return instrument test/evaluation (rite) electrical test, a rite functional test, and a short simulated therapy were performed without noting any issues. Upon conclusion of the evaluation, the cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.